Event description:
It was reported by the customer that during pre use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned, fiber optic error appeared. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that issue could not be replicated. Fo lamps was replaced. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.